Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged each time the guidewire was removed. The lead was no longer used and replaced. The patient was doing well and would continue to be monitored.